Event description:
Customer reported blood glucose results of 165 mg/dl, 88 mg/dl, and 98 mg/dl within 10 minutes on the compact plus system. Also results from "about a month ago" of 550 mg/dl, "300 something" mg/dl, and "200 something" mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.